Event description:
Per the clinic, the device was explanted during a surgery to remove a cholesteatoma. It was also reported that the cholesteatoma had developed in the middle ear, and "had wrapped around the implant and the facial nerve." The device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; during the same surgery the patient was reimplanted with a new device. This device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4).